Manufacturer narrative:
Though the separated tip was retrieved and there was no report of pt injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr. (B)(6)). Therefore, this event is reportable per 21 cfr part 803. The device was returned and visually inspected; no defects or markings were noted. Also, a DHR review was conducted with no discrepancies noted. Several factors may contribute to breakage of a tip, such as intensity and pressure, correct technique, and power settings. All of these factors may affect the longevity of the tip. Based upon the info received and condition of the instrument returned, determination of whether the event was caused by use factors cannot be made.

Event description:
It was reported that a proultra tip #5 separated in a pt's tooth. The separated piece was retrieved without injury.